Event description:
It was reported to boston scientific corp that a pt underwent a therapeutic hydrothermal ablation (hta) procedure that occurred in 2008. According to the complainant, the pt had a patulous cervix and a good seal was maintained with little dilation needed. It is unk what type or amount of anesthesia was administered to the pt. During the procedure the pt bucked (moved), causing the sheath to move and triggering a fluid loss alarm (rate unk). The procedure was aborted and the vagina was filled with cool fluid. A severe vaginal burn (degree unk) was noted. The pt was admitted to the hosp for overnight observation then released. It is unk what form of treatment was given, if any. According to the physician, the pt is doing fine and a full recovery is expected.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed of and therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event.